Event description:
Revision surgery - about two weeks after surgery, the pt fell causing the hip to dislocate. An attempt to do a closed reduction of the hip was done, without proper placement, so another revision surgery was done on monday, (B)(6). The doctor removed the 52mm acetabular shell, the two screws, the hxl acetabular liner, cocr head, offset sleeve, and standard offset lima revision proximal body to gain stability. He implanted stryker acetabular components.